Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the complaint database was performed and one similar complaint for this lot number was found from the same customer. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the graft was weeping a lot post placement. The patient returned with a large seroma at the proximal anastamosis which is proving challenging to treat. A second operation to remove the mass at the anastomotic site was performed.